Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that on 2021-dec-17 the device was turned backed on. Impedances remained out of range and the patient was listed for replacement. Additional information was received from the clinical site. It was reported that there was no action taken at present and there was no system modification form entered. The cause of the issue was unknown and not documented in notes. No actions were taken at the moment as the patient was getting good pain relief.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 22-oct-2017, UDI#: (b(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 20-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient implanted with an implantable neurostimulator (ins). It was reported that on interrogating the device, high impedance values were found on the second lead. The date of the test was (B)(6) 2019. This was not affecting therapy and programming was not changed. No action was taken. The event was ongoing. The etiology was related to the device or therapy, and not related to the implant procedure. It was noted that the patient was (B)(6) years old and weighed (B)(6) at the date of consent, (B)(6) 2014. Additional information was received from the clinical site. It was reported that the cause was unknown and not documented in notes.